Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The nurse was administering doxorubicin (chemo drug) and when the infusion completed there was a drop on the chux that was underneath the tubing connection. There was no report of any patient harm or staff exposure.

Manufacturer narrative:
Concomitant products: bd 10ml syringe; (2)claves; extension set; spiros closed male luer connector , therapy date (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection of the set noted no damage or any anomalies. Further visual inspection of the bottom of the valve observed no obvious damages; however a light tug of the tubing engagement to the valve caused the valve's tip to break off with the broken off tip stuck within the tubing. Also, the broken luer lock valve observed whitish colored stress markings on the side of each of the broken off tips break point. There were no damages observed on the luer lock valve body. Functional testing noted a leak coming out from the bottom of the suspect set's luer lock valve located above the burette. The root cause of the customer¿s report of a leak was identified as due to a damaged luer lock valve component on the received suspect burette set.